Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box history showed that power events had occurred. A battery compartment crack was observed starting at the compartment threads down to the pump case seal. The battery cap was not returned with the pump for testing; a test cap was able to successfully attach to the pump. The pump was powered on and was exercised for 24 hours without rebooting. Unrelated to the complaint, the display screen was observed to be faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (damage) issue. The reporter indicated attempted to change the battery in the dark and the cap may have been screwed on incorrectly resulting in the compartment cracking. The reporter stated that the battery cap was no longer securing to the pump and the pump was now rebooting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.